Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the particle found in the helix is a monolithic controlled- release device (mcrd), located in the tip electrode of the lead and impregnated with dexamethasone sodium phosphate (dsp). The steroid, dsp, decreases the inflammatory reaction of the heart during the acute stages of patient recovery. The positioning of the mcrd in the helix indicates that it was misplaced in manufacturing. A misplaced mcrd could in rare cases be transported out when the helix is deployed, which could prevent proper fixation and cause dislodgement.

Event description:
It was reported that the atrial lead dislodged one day post implant. It was noted that dislodgement had occurred once during the initial implant procedure as well. The lead was explanted and replaced, after which an unknown -particle- was found adhering to the lead helix.